Event description:
It was reported that there were 104 pulsatility index (pi) events occurring (B)(6) 2021 12:27 am to (B)(6) 2021 at 12:01 pm. The patient was sleeping on battery power which was not recommended. No other unusual events were noted in the log files.

Manufacturer narrative:
Further review revealed that the pump stop event is not related to patient ar, serial # (B)(6). These events are instead related to patient haj, serial # (B)(6) (reported under MFR # 2916596-2021-01814). Section b5 has been corrected with events relating to patient ar, serial # (B)(6). Manufacturer's investigation conclusion: no specific pump-related issues or adverse events were reported or observed during the review of the submitted log files. The submitted controller event log file contained data from (B)(6) 2021 at 0:27:13 to (B)(6) 2021 at 12:15:23. The data captured transient pi events, resulting in 104 pi event faults. There were no abnormal events captured ¿ the only other events were power cable disconnects. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. Multiple attempts to gather additional information was attempted; however, none was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 09mar2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C contains a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No specific adverse events or device-related issues were reported in association with the event and the submitted log file data appeared to show the system operating as intended. Section 1, "introduction" provides an explanation of each of the pump parameters, including pulsatility index (pi). Under ¿speed¿, this section explains: ¿during a suction event, device speed drops to the ¿low speed limit¿ and then ramps up to the fixed speed unless another pulsatility index (pi) event is detected. If another pi event is detected, the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. Large changes in speed may indicate an abnormal condition that should be evaluated for cause.¿ under ¿pulsatility index (pi)¿, this section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle).¿ section 4 of the hm3 lvas IFU, ¿system monitor¿ (under ¿low speed limit¿), addresses pi events as well as potential causes and also explains how to determine the optimal fixed speed and low speed limit for the patient. The IFU explains that it is important to establish a low speed limit that can sustain a patient safely to maximize the protective benefits during pi events. This section further explains: ¿if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop-in speed is accompanied by a reduced pump flow. If the low speed limit is set at a value above or the same as the fixed speed setpoint, the pump speed does not change during a pi event. There are no audible alarms with a pi event. Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department with pump stops. Log files were sent for analysis to determine whether pump stops were happening on wall power only or also on battery power. A review of the log files noted 104 pulsatility index (pi) events occurring (B)(6) 2021 12:27 am to (B)(6) 2021 at 12:01 pm. The patient was sleeping on battery power which was not recommended. No other unusual events were noted in the log files. The log files did not display any pump stop events.